Event description:
A report was received that the patient reported the stimulation was exacerbating her pain and causing a shocking sensation along with swelling. High impedances were confirmed. The leads were explanted and replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm. Device analysis confirmed that devices sc-3138-35 sn (B)(4), 1094640 and sc-2218-70 sn (B)(4)passed all tests performed. Device analysis of sc-2218-70 sn (B)(4) revealed that the lead was cleanly cut 22.5 cm from the distal end of the lead. The electrical test could not be performed due to this cut. This damage is typical of an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-35, serial/lot: (B)(4), description: lead extension kit 35cm. The model and serial number for the second lead is unknown.

Event description:
A report was received that the patient reported the stimulation was exacerbating her pain and causing a shocking sensation along with swelling. High impedances were confirmed. The leads were explanted and replaced. The patient was reportedly doing well following the procedure.